Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturing reference number: 2017865-2023-16406. It was reported via product receipt that the patient was diagnosed with infection. The whole system including the implantable cardioverter defibrillator and right ventricular lead was explanted. The patient condition was unknown. Further information was requested but not received.